Event description:
Post percutaneous coronary intervention (pci), the patient felt right foot numbness and weakness when walking in the room. A CT scan was done and no acute abnormalities were found. The patient had a vague hypodensity anterior right limb internal capsule, which may reflect a lacunar infarct. A carotid doppler was also done and there was less than 50% stenosis at the bilateral ic origins. This event was classified as an embolic stroke.

Manufacturer narrative:
As reported by the study, this patient presented to the cardiac catheterization unit with an acute inferior wall non st elevation myocardial infarction as the reason for intervention within 72 hours of intervention. One vessel disease was also found. Pre-procedure ck and troponin were within normal limits. The patient's blood pressure at the beginning of the procedure was 149/59 and the heart rate was 53. The left ventricle ejection fraction (lvef) was not available. Intra-procedure medications included aspirin, clopidogrel, low molecular weight heparin and angiomax. Pci was performed on a 95% de novo lesion in the mid right coronary artery (rca) of 20mm in length in a 3.5mm vessel diameter. The (type c) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x20mm balloon at 8 atmospheres (atm) before a 2.75x23mm cypher select stent was deployed at 18 atm with sub-optimal results. Post-dilatation was conducted with a 3.5x20mm balloon at 18 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measure 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the proximal rca of 20mm in length in a 3.5mm vessel diameter. The (type c) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x20mm balloon at 8 atmospheres (atm) before a 3.5x23mm cypher select stent was deployed at 18 atm with sub-optimal results. Post-dilatation was conducted with a 3.5x20mm balloon at 18 atm because the stent was not fully expanded. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infraction (timi) iii flow was recorded pre and post-procedure, respectively. Post-procedure, ck and troponin were within normal limits. The patient was discharged and post-procedure medications included permanent aspirin. Clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Telephone follow-up was made with the patient at the 1-month interval. The patient was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. There were no new adverse events reported. Please note that this device is not distributed in the united states. However, it is similar to a us. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers: 9616099-2008-00697 and 9616099-2008-00698.